Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that a few days ago they had to ¿poo;¿ it took a long time, about 20 minutes or more, and they had to use a lot of pressure to push the poo out. It was reported that they noticed part of their rectum was outside between their cheeks. They had to help get the poop out using wipes. It was stated that they have sensitive skin and when they have to wipe and wipe, the cheeks of their butt get irritated; they have to be careful to prevent a serious problem. Then yesterday, during the day they went to the bathroom because they had a poo and had no problems. It was noted that when they tried cleaning themselves it became ¿not poo but dirt.¿ they cleaned themselves again, but it just kept coming; this was noted to be the same problem they had before implant, and they were very disappointed. It was stated that today they had the desire to ¿make a poo¿ but nothing was coming out. The patient stated that everything was working okay, and they did not have any problems since the day the device was implanted until yesterday. It was also noted that they used diapers and had an operation for hemorrhoids. Troubleshooting found that stimulation was on, on program 2 at 2.7v. The patient did not want to increase or change the program. They wanted to try to go to the bathroom and stated that they would call back if they needed further assistance. No further patient complications were reported.